Manufacturer narrative:
Continuation of d10: w1dr01 ipg implanted on (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead was suspected to be fractured. Venous occlusion was noted preventing placement of a new rv lead. The system was attempted to be programmed to aair mode but far field r-wave (ffrw) oversensing on the right atrial (ra) lead was observed. The ra lead was reprogrammed to mitigate ffrw oversensing and to allow aair mode to be programmed. The patient experienced dizziness/near syncope and shortness of breath. The rv lead then exhibited noise and high thresholds. The rv lead was removed and replaced by a left bundle branch (lbb) lead. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead was suspected to be fractured. Venous occlusion was noted preventing placement of a new rv lead. The system was attempted to be programmed to aair mode but far field r-wave (ffrw) oversensing on the right atrial (ra) lead was observed. The ra lead was reprogrammed to mitigate ffrw oversensing and to allow aair mode to be programmed. The patient experienced dizziness/near syncope and shortness of breath. The rv lead then exhibited noise and high thresholds. The rv lead was capped and replaced by a left bundle branch (lbb) lead. The ra lead remains in use. No further patient complications have been reported as a result of this event. It was further reported that the rv was confirmed fractured.